Event description:
An operative hysteroscopy procedure was in progress when the resectoscope cutting loop broke. The metal wire loop broke off, but it was retrieved from the uterus immediately. The patient did not experience any problems.